Event description:
Used for the sacral colpopexy procedure, the sling "eroded where the vagina was opened for the hysterectomy." A physician in another state ended up removing the sling and replacing it.